Event description:
It was reported that the health care professional (hcp) was questioning the capture of this left ventricular (lv) lead on the cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) and confirmed capture was appropriate, but there was bi-ventricular trigger pacing, which made the morphology look different from expected. There was a left bundle branch area pacing lead in the lv port, which was off-label use of this product. It was also found that there was intermittent under sensing of the atrial signal in the presence of atrial flutter; however, it was noted that this patient was not programmed for atrial pacing. This lv lead is a non-boston scientific product. No adverse patient effects were reported. Currently, the crt-d system remains in service.